Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the reporter (patient) "my suspension is that the implanted lens is slightly off center which then creates these additional images. This suspicion is supported by the fact that if I push gently on my right eye from the tear duct side the vision becomes almost 100%. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had out of focus (+/-15 %) which is primarily due to grey ghosting images as per surgeons opinion. For instance, a vertical pole will have an associated image to the left. Similarly there appears to be ghost like images above objects. Additional information has been received and stated that, the blurry vision has persisted as of date 1 and does not seem to improve. The underlying focus appears to be spoiled by a ghost grey image to the left of a tall pole and a ghostly image above a horizontal image. Surgeon is suspecting that the implanted lens is slightly off center which then creates these additional images. Additional information received and stated that right eye is not focusing left eye, there was any permanent impairment or damage to the patient.